Manufacturer narrative:
Device was evaluated, updated codes to reflect current investigation findings.

Event description:
It was reported to philips that, during the check of the tests, the heartstart xl defibrillator reported that maintenance was necessary. There was no patient involvement.